Event description:
It was reported that the patient experienced a loss of therapeutic effect. The device was reportedly ¿working pretty well¿ until about 2.5 months prior to the report. The reporter indicated that it was a gradual return of symptoms. However, the patient was at the level she was prior to having the implant. There were no accidents reported related to this event. It was however noted that the patient had an electrocardiogram (EKG) done back in march due to an ¿episode with the patient¿s heart¿, and stimulation was on during the test. The reporter indicated that an attempt was made to reprogram the patient a week prior to the report. However, it was not possible to ¿get anything to work¿. The device was off at the time of the report and the reporter wanted to have the patient¿s device checked. If additional information becomes available, a follow-up report will be submitted.

Manufacturer narrative:
Concomitant products: product ID 3889-33, lot # v911747, implanted: (B)(6) 2012, product type lead; product ID 3037, serial # (B)(4), product type programmer, patient. (B)(4).